Event description:
The coil system could not be rezipped during the procedure. Failure analysis discovered that the entire length of the coil was damaged.

Manufacturer narrative:
The microcoil system was returned fully sheathed. The coil was returned severely damaged which included severe compression and the complete loss of the secondary winding. As viewed through the sheath, the entire length of the coil has been damaged. The damaged coil viewed outside the sheath. View of the socket ring junction. The coil was then desheathed, advanced out of the introducer sheath and retracted and resheathed multiple times with no problems encountered. The coil was returned severely damaged. The microcoil system was returned fully sheathed. During laboratory testing the coil was desheathed and resheathed multiple times with no problems encountered. Therefore, the root cause of the resheathing difficulty cannot be determined. The circumstances of how and where the coil was severely damaged cannot be determined. It is unknown how this coil damage may have affected the complaint event as no problems were found during the resheathing and desheathing process. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.